Event description:
It was reported the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2010-00276.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 5.6 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).